Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed as manufacturing related. Per the visual inspection, a cut 0.5¿ from the bifurcation on the drainage lumen was found. The balloon was inflated with 12cc of air, using a syringe, and it was not deflated. Per the functional evaluation, the sample was injected with water by the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the leak was found on the shaft of the catheter. The user claimed that the bag was not nipped or roughly handled. The user claimed that the catheter could have been leaking since the surgery. The patient had a 3000cc transfusion during the surgery, but only 280 ml of urine was observed in the bag.

Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed as manufacturing related. Per the visual inspection, a cut 0.5¿ from the bifurcation on the drainage lumen was found. The balloon was inflated with 12cc of air, using a syringe, and it was not deflated. Per the functional evaluation, the sample was injected with water by the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the leak was found on the shaft of the catheter. The user claimed that the bag was not nipped or roughly handled. The user claimed that the catheter could have been leaking since the surgery. The patient had a 3000cc transfusion during the surgery, but only 280 ml of urine was observed in the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the leak was found on the shaft of the catheter. The user claimed that the bag was not nipped or roughly handled. The user claimed that the catheter could have been leaking since the surgery. The patient had a 3000cc transfusion during the surgery, but only 280 ml of urine was observed in the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the leak was found on the shaft of the catheter. The user claimed that the bag was not nipped or roughly handled. The user claimed that the catheter could have been leaking since the surgery. The patient had a 3000cc transfusion during the surgery, but only 280 ml of urine was observed in the bag.